Manufacturer narrative:
Health effect: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on posterior side assessed, as surgical damage. Broken observed, on radius side assessed, as surgical damage. And missing shell assessed, as inconclusive. Additional observations: no other observation.

Event description:
Healthcare professional reported, rupture. The device has been explanted. This relates to the left side.